Manufacturer narrative:
No device problem found. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose at the time of incident was 40 mg/dl and current blood glucose was 150 mg/dl. The customer was treated with the food. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer alleged pump was over delivering because they got low every after bolus was being delivered despite the settings was already lowered. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump and sensor will be and reservoir and infusion set will not be returned for analysis.